Event description:
It was reported, that a device separation occurred. Requiring snaring for removal. The 100% stenosed target lesion was located in the moderately tortuous, below the knee artery. A 6f guidezilla ii was selected for use. During the procedure, the device was pulled with normal force, but it was noted, that the device became separated at the connection between the guide segment and shaft. The device was removed using a snare. And the procedure was completed. No patient complications were reported. And the patient was in good condition after the procedure.

Event description:
It was reported that a device separation occurred requiring snaring for removal. The 100% stenosed target lesion was located in the moderately tortuous below the knee artery. A 6f guidezilla ii was selected for use. During the procedure, the device was pulled with normal force, but it was noted that the device became separated at the connection between the guide segment and shaft. The device was removed using a snare and the procedure was completed. No patient complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Returned product consisted of a guidezilla ii guide extension catheter. The distal shaft was microscopically and visually inspected. Visual inspection revealed that the distal shaft is separated from the collar. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.